Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/14/2021 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: visual analysis of the returned product revealed that one empty foil packet, a labeled winding former and a needle product code (B)(4) was received for evaluation. Upon to visual inspection of the sample received, the swage area of the needle was noted to be light and operative marks of the process were observed aligned to swage marks. In addition, no marks by surgical instrument were noted. The suture was not received. The incorrect swage defect has been correlated to the manufacturing process. Based on the information currently available, the incorrect swage was identified during the investigation of the sample received. This product issue will be addressed through quality system.

Event description:
It was reported that a patient underwent a transabdominal preperitoneal surgery on (B)(6) 2021 and suture was used. During the procedure, the suture detached from the needle after putting the 2nd stitch during fascia closure of the trocar port. No adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 275 ug/m.